Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Explant date: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Initial reporter name and address: telephone number: (B)(6). Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed the lens was received cut in half with both haptics detached. Furthermore, the lens was returned with blue filaments attached to the lens. The lens appears to have been manipulated beyond its intended usage, design, and function. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed and no non-conformance report (nc) was found as part of this manufacturing records review. The product was manufactured and released according to specification. The search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: the reported complaint issue was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that there was an error during the cataract surgery while inserting the intraocular lens (iol) into the patient's operative eye. Additional information received from the facility revealed that the haptic and optic of the lens are separated and discharged during the delivery of the lens. Only the cartridge tip made contact with the patient's eye. There was no other patient involvement. The customer indicated that they used the device per the direction for use (dfu). No other information was provided.